Event description:
A customer contacted global technical service (gts) regarding an alarm that occurred during fill 1 on the home choice (hc) and the hp (home patient) told the tsr (technical service representative) that they disconnected the bag to see if the fluid was coming out and it was. The tsr explained that since they disconnected the bag, the setup was no longer sterile and they would need to setup with new supplies. The hp refused to end therapy and hung up on the tsr. The hp was advised to setup with new supplies. Product surveillance (ps) contacted the home patient (hp) on (B)(6) 2012. The hp stated that after starting over with new supplies, they were able to complete therapy. Ps asked if the hp disconnected the bag before or after they received the alarm and the hp stated they disconnected the bag after the alarm and that it was their last attempt to clear the alarm. The hp stated they used proper aseptic technique to disconnect the bag including washing hands and closing the clamps. The hp said that the fluid came out of the bag when they disconnected it. Ps asked if the hp reconnected the bag and the hp said yes, they reconnected the bag to see if it would work but the hc alarmed again. The hp stated that they called back in for help ending therapy and then they started over with all new supplies. The hp stated they had the lot number of the cassette. There was patient involvement but no injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation. Batch review results were acceptable for the lot number h12c30015. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A follow-up report will be filed upon completion of baxter's investigation, or if additional information is received.

Manufacturer narrative:
(B)(4). This complaint is for a report of a use error - reuse of single-use product, where the home patient stated they disconnected the bag after the alarm and they reconnected the bag to see if would work but the homechoice alarmed again. This complaint is confirmed because reconnecting disconnected solution bags is a use error that can cause contamination. The cause is undetermined. A labeling review found the labeling to be adequate for the use/user error identified in this incident. Batch review results were acceptable for the lot number h12c30015.